Manufacturer narrative:
Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with minor scratched display window and partially broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment edge is cracked and the pump cannot hold the reservoir in place. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.